Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There were numerous kink and hypotube separations present throughout the distal end of the device. Functional testing was performed by placing the device in the angiojet console. During functional testing there was no leak at the outlet adapter but there was a leak at the in the hypotube 59cm from the strain relief during the prime cycle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on august 11, 2017. It was reported a check saline error occurred during preparation. A spiroflex vg angiojet thrombectomy set was selected for a declot procedure of the superficial femoral artery (sfa) and popliteal arteries. During preparation for the procedure the device was inserted into the machine and saline ran to the pump, but the machine would not recognize it. It continued to tell them to spike the saline bag. It was then noticed, saline was pooling underneath the pump and spilling onto the floor. The saline was coming out of a cracked reservoir next to the pump. The catheter was exchanged for another device and the procedure was completed without any complications. Patient was stable post procedure. However, the returned product analysis revealed that the hypotube was fractured.